Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by patient family member, that during use of implantable pulse generator (ipg), the patient was treated due to stroke. The patient condition was reported as sudden heart failure and atrial fibrillation (af) at the time of discharged from the hospital. After being hospitalized for one month, the patient was transferred to a different facility for observation, and was discharged one week later with no abnormality observed. Approximately, two months later, the patient experienced palpitation discomfort and was hospitalized. Evaluation revealed the patient encountered frequent af and atrial flutter. Patient condition listed as stable, with heart rate of 120 beats per minute (bpm). The physician indicated the cause of patient condition was due to the ipg. The patient was hospitalized and referred to cardiovascular physician. The ipg remains in use. No further patient complications have been reported as a result of this event.